Manufacturer narrative:
Patient with a total knee implant developed an infection. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient with a total knee implant developed an infection. Revision surgery occurred to exchange the poly inserts.